Event description:
It was reported that the patient became incontinent a few months after the initial placement, with 3 to 4 pads per day, because his artificial urinary sphincter (aus) stopped working. The patient underwent a revision procedure in which it was discovered that there was a significant tear in the pressure regulating balloon (prb) and the component was empty. The prb was explanted and replaced. The patient is fully recovered.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the visual examination of the balloon identified a tear in the balloon shell consistent with avulsion and fatigue. Based on this observation, the reported allegation was able to be confirmed. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the balloon identify a large tear in the balloon shell, proximal to the sphere adapter junction, consistent with avulsion and fatigue. The balloon kink resistant tubing (krt) was cut and not returned. The balloon was not functionally tested due to the tear observed. Labeling review there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient became incontinent a few months after the initial placement, with 3 to 4 pads per day, because his artificial urinary sphincter (aus) stopped working. The patient underwent a revision procedure in which it was discovered that there was a significant tear in the pressure regulating balloon (prb) and the component was empty. The prb was explanted and replaced. The patient is fully recovered.